Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty connecting the transfer set to the titanium adapter. This was noted by the nurse while exchanging the transfer set for the patient. The transfer set was described as being loosely connected and easily came off of the titanium adapter. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an unknown mini cap on the dark blue connector; an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The unknown mini-cap received with the complaint sample was used during leak testing. Integrity of seal surface testing was performed for functional verification of the patient adapter with no issue. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted..